Event description:
Customer reported that pump screen was not functioning correctly, remaining dark with a red led blinking around the button and the device vibrating at intervals. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.